Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A review of the provided x-ray images and explanted device photograph finds nothing indicative of a product problem. It was not possible to confirm stem loosening or identify a root cause. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that the affected side was the right side.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that x-ray images indicated that the corail stem was loose. Took longer than expected to get out of femur, however surgeon felt like in the end the stem was not grown in appropriately. No sign/indicators of infection. Loosening at the bone to implant interface. No surgical delay. Doi: (B)(6) 2019, dor: (B)(6) 2021, unknown affected side.